Manufacturer narrative:
Follow up #1 04/12/2016. Device evaluation: the meter has been returned to animas and evaluated on 04/01/2016 with the following findings: the meter powered up normally and was successfully paired with a test pump. An error 1 code for a stuck key was observed in the meter records download, but the alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an error 1 message with the meter. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.